Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was tested on the bench and a parity error was found to be the cause of the reported backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before implant, the device was found in backup vvi in the box. Device was not use and will be returned for analysis.